Event description:
It was reported that non-sustained right ventricular oversensing episodes due to far p-wave oversensing were observed via merlin.net transmission. The patient was asymptomatic. The patient was brought into clinic on (B)(6) 2017 and programming changes were made. There were no known adverse issues.